Event description:
Customer called to report the insulin pump alarmed for button error during the prime process. Blood glucose reading was 85 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. There was no display ramping on its own anomaly noted. The unit was received with minor scratches on lcd window. The unit was received with cracked case at display window corners and belt clip slot.